Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 250 mg/dl. Customer stated that the insulin pump had motor error. The customer stated that they was able to complete pump rewind. Customer stated that the drive support cap appears normal. Customer did not want to troubleshoot for the high blood glucose. Customer was treated with bolus from the pump. Customer did not want to troubleshoot for the unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, a21 alarm, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).